Manufacturer narrative:
The cartridge was not returned to animas. Product analysis reviewed this case (B)(6) 2011. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201576 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The doctor/reporter claimed that the patient was admitted into the hospital from (B)(6), 2011 to (B)(6) 2011 for dka. The patient reportedly was managing his/her diabetes with the recall cartridge lot# b201576 prior to the hospital stay. Upon his/her admission to the hospital, the patient's blood glucose was elevated to 434 mg/dl with symptom of dka. The patient was discharged from the pump treatment and was put on an insulin drip upon admission. The patient's bicarbonate was 11. Her/his white blood cell count reportedly was elevated in correlation with the hyperglycemia. After the patient's blood glucose stabilized at 136 mg/dl, the patient was discharged from the hospital. During troubleshooting, the animas representative noted the following: the patient's blood glucose reportedly was well controlled prior to the hospital admission. There was no visible leakage on the reported cartridge. The doctor indicated there was no obvious problem with the animas pump. This complaint is being reported because the patient reportedly received medical treatment for dka after the recall lot# was utilized to manage his/her diabetes.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filed. No conclusions can be drawn at this time. Animas insulin cartridge. (B)(4).